Event description:
Patient's meter was reading inaccurately high. Patient obtained readings between "170 and 200 mg/dl". Patient reported obtaining a "180 mg/dl" and feeling shaky, having blurry vision, and feeling confused at the time of concern. Patient reported taking 2 additional units of insulin based on their blood glucose reading. While at work, patient fell unconscious. When the paramedics arrived, they obtained a "218 mg/dl" on pt's meter and decided not to administer treatment. Patient reported that the paramedics believed that they "were on drugs". Patient was taken to the ER, where a blood glucose reading of "21 mg/dl" was obtained on the hospital meter. Patient was treated with an unknown IV source. Patient did not have control solution to troubleshoot with the customer service representative. The test strips were not expired, stored improperly or opened longer than 3 months. Medical affairs specialist mailed a letter, since the patient could not be reached to provide additional information. It would have been helpful to know patient's medication regimen, what time they obtained the "180 mg/dl", what time they took their insulin, when they passed out, and when the "21 mg/dl" reading was obtained. The meter is being reported due to the fact that it may have been reading inaccurate,since the pt obtained a "218mg/dl" when he was unconscious and the hospital meter read "21 mg/dl" with no intervention. The customer service representative replaced patient's meter and control solution.